Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID 2021-05-a and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A bipap a30 silver series device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed. Analysis identified a ¿ventilator inoperative¿ error, which was determined to be associated with the power fail voltage being outside the valid operating range of 4.775 to 5.675 for at least 10 seconds. To address the issue, the printed circuit assembly (pca) required replacement. Additionally, the device serial number label could not be scanned. The evaluation also identified contamination from dust and dirt inside the device. No evidence of foam particles or foam degradation was identified during the evaluation. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.